Event description:
Caller states that during a correlation study the following coaguchek s/laboratory results were obtained: pt 1: 3.5 inr/2.21 inr. Pt.2: 4.4 inr/3.14 inr. Pt.3: 4.4 inr/3.31 inr. Pt.4: 4.4 inr/3.15 inr. Pt.5: 4.3 inr/2.79 inr. Pt.6: 3.0 inr/2.29 inr. Pt.7: 5.7/4.11 inr. Pt.8: 3.6 inr/2.32 inr. Pt.9: 3.6 inr/2.29 inr. Pt. 10: 2.2 inr/1.33 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Pt.2: hematocrit 5/08=38%. Medical history: hypertension, hyperlipidemia, benign prostatic hyperplasia, degenerative joint disease, adrenal mass, atrial fibrillation, edema, retinal performation, rem sleep behavior disorder. Medications: donepezil hcl, doxazosin mesylate, felodipine, flecainide acetate, flunisolide, nasal spray, lisinopril, loratadine, omeprazole, sildenafil citrate, simvastatin, warfarin. Therapy dates no provided. Pt.3: hematocrit 10/08=46.8% medical history: coronary artery disease, deep vein thrombosis, hypertension, hypothyroidism, diabetes. Medications: aspirin, colestipol hcl, fish oil, hydrochlorothiazide, novolin 7030, regular insulin, novolin r, levothyroxine, lisinopril, metoprolol tartrate, omeprazole, warfarin. Therapy dates not provided. Pt.4: hematocrit 8/08=38.9% medical history: coronary artery disease, atrial flutter, hypertension, obesity, hyperlipidemia, ischemia, pacemaker, congestive heart failure, type 2 diabetes, ocular hypertension, retinopathy, colon cancer. Medications: aspirin, carvedilol, formoterol fumarate, furosemide, nph insulin, novolin, aspart, lisinopril, metolazone, mometasone furoate, multivitamin with minerals, potassium chloride, pravastatin na, travoprost, warfarin. Therapy dates not provided. Pt.5: hematocrit 3/08=41.1% medical history: copd, rhinitis, hematuria, congestive heart failure, atrial fibrillation, depression, hearing impaired. Medications: albuterol/ipratrop, albuterol/so4, citalopram hydrobromide, doxazosin mesylate, furosemide, hctz, lisinopril, hydrocodone, acetaminophen, ipratropium bromide, metoprolol tartrate, mometasone furoate, warfarin. Therapy dates not provided. Pt.6: no info provided. Pt.7: hematocrit 10/08=40.7% medical history: sinusitis, bradycardia, hypertension, coronary artery disease, vertigo, hyperglycemia, hypothyroidism, pvd. Medication: amlodipine besylate, brimonidine tartrate, carvedilol, glipizide, levothyroxine, lisinopril, simvastatin, tamsulosin hcl, travoprost. Therapy dates not provided. P.8: hematocrit 4/08=41.5% medical history: hypertension, angina, hearing impaired, blind in one eye, cerebrovascular accident, atrial fibrillation, iron deficient anemia, hypothyroidism, neoplasm. Medications: digoxin, ibuprofen, isosorbide mononitrate, levothyroxine, lisinopril, nitroglycerin, omeprazole, warfarin. Therapy dates not provided. Pt.9: hematocrit 10/08=46.3% medical history: coronary artery disease, ventricular arrhythmia, hyperlipidemia, hip replacement, tobacco use, lymphoma, depression, anxiety, hemorrhoids, edema, old fracture of femur and ankle, constipation, iron deficiency anemia, myopia, malignant neoplasm of skin, congestive heart failure. Medications: amiodarone hcl, citalopram hydrobromide, docusate, ferrous sulfate, folic acid, furosemide, isosorbide mononitrate, levothyroxine, lisinopril, lovastatin, metoprolol tartrate, nitroglycerin, propranolol hcl, spironolactone, temazepam, warfarin. Therapy dates not provided. Pt.10: hematocrit 5/08=42% medical history: basal cell carcinoma, herniated disc, depression, eczema, hyperlipidemia, coronary artery disease, cardiomyopathy, gerd, insomnia, post-traumatic stress disorder, atrial fibrillation. Medications: citalopram hydrobromide, omeprazole, simvastatin, warfarin, ibuprofen, meclizine.